Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no picture. This issue occurred when it was inspected at the time of setup before the patient entered the room. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edges, outer tube - bents and dents on outer tube, video connector - cracked on sides and lg - connector/prong/cover glass - loose lg adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.